Manufacturer narrative:
.

Event description:
It was reported that revision surgery was performed due to loosening.

Manufacturer narrative:
The returned liner showed signs of discoloration likely due to biological fluid absorption while in vivo. There was damage along the liner rim, which was most likely caused due to impingement with the neck portion of the stem. There was also damage along the rim consistent with deformation likely sustained during removal of the device. There was deformation within the articulating region of the liner both from removal and from wear while in vivo. Bone on-growth was observed on the bone-contacting surface of the acetabular shell, which appeared well fixed as it did not become dislodged with the application of manual force. Scratches and deformation within the polished region of the acetabular shell were also observed; it is unknown from the information provided how much of this deformation occurred during removal of the device. Discoloration within the taper region of the femoral head was observed, as were signs of contact regions where the head was mechanically locked onto the stem. Scratches and deformation to the screws were also observed.